Event description:
It was reported that the same day, after placement of a flow diverter, the patient experienced neurological changes; therefore, a bolus of medication was provided and the symptoms resolved with no further treatment. Treatment site was right pcom. During placement of the flow diverter, it was noted that it was difficult to open the device around curves and that the device was falling back or migrating proximally. The distal landing zone was changed to proximal m1. The flow diverter was implanted. CT exam was performed after symptoms appeared and an initial diagnosis of "partial thrombosis of the distal stent" was made. Upon the patient's return to the angiosuite, thrombosis was not observed and no further treatment was required. Cyna CT was performed eight days post-treatment and before discharge, which showed no issues. The patient is reported as good.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device remains implanted in the patient and is therefore not available for return to the manufacturer for analysis. Additionally, the procedural images were not made available for review. On this basis, the event as described could not be confirmed. The instructions for use (IFU) identifies neurological deficits as a potential complication associated with use of the device.